Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator battery failed. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) and was not able to duplicate the reported issue. The se found that the ventilator had not been charged and the battery had been fully depleted. The se performed extended self-testing on the device and all tests passed.